Manufacturer narrative:
The pod was received fully deployed. Initial attempts to download the pod data were unsuccessful. All three batteries measured as expected. The printed circuit board (pcb) was removed and connected to a power supply, but this attempt was also unsuccessful. Upon removal of the top housing, a crack was observed on the reservoir along with damage on the reservoir cap. Corrosion was observed on the pcb and all three batteries. The observed corrosion can be confirmed as the cause of the data loss. The crack in the reservoir was confirmed to be the cause of the observed corrosion and fluid in the device. The underside of the top housing and the piezo were also evaluated and observed to be damaged. This damage aligns with the damaged reservoir cap and reservoir, confirming it occurred post use. Although the device was received fully deployed, without the download data it could not be determined when the needle mechanism was deployed. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 1 and 4 hours. No impact to the patient's glucose level was reported.